Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she was experiencing high blood glucose of 356 mg/dl. Troubleshooting was performed and customer was advised to do a complete set change. While customer was filling the reservoir customer kept getting air bubbles in it. Customer then pulled the plunger and twisted too much that the insulin spilled. Customer is not returning the reservoir for analysis.